Event description:
Spacelabs received a report that a patient died when a spacelabs telemetry monitor was in use. The customer had questions regarding alarms and alarm settings.

Manufacturer narrative:
A spacelabs field service engineer (fse) tested the subject device at the customer's site and confirmed the device worked to specifications and all alarms occurred correctly. The customer had questions if the intesys clinical suite (ics) g2 system could determine alarms were generated or turned off after a patient was discharged. The fse trained the biomed on how to retrieve ics data. The fse noted that, if alarms have been turned off in the module located in the telemetry monitor, ics does not log any changes of alarm settings and ics receives no alarm notifications. A review of the waveform data and alarms showed no alarms were received between 4 am and 5 am during the low ECG rate and asystole events on the patient. The ics showed alarms before 4 am and after 5 am. It appears that alarms may have been turned off between 4 am and 5 am. However, we cannot confirm this because the customer used the monitor and module with a different patient after the incident, which purged the alarm settings and data from the system. The customer confirmed that there was no malfunction of the monitoring system. They are continuing to use the device to monitor patients. It is spacelabs' policy to submit a medical device report whenever we become aware of the death of a patient connected to one of our devices. We have concluded that no further action is required and consider this issue closed.